Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 on a patient with a fragile anterior mitral leaflet (aml), mildly calcified subvavlular and an enlarged atrium. A mitraclip xtw was inserted and deployed on the mitral valve. A second clip, a mitraclip xt was then inserted, and grasping was performed. However, a tear in the aml was observed. Therefore, the clip was removed from the patient. The procedure was discontinued with one clip implanted, and the mr increased to a grade of 4+. The patient was then transferred to surgery for mitral valve replacement. The patient was reported to be discharged.